Event description:
A peritoneal dialysis (pd) patient reported that following her treatment she discovered a fluid leak inside the cassette door while removing the cassette. Patient was advised to contact her pd nurse. During follow up the patient's pd nurse reported that the patient's effluent was clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.